Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.